Event description:
It was reported that during an outpatient clinic visit, externalized conductors were confirmed via fluoroscopy between the svc and rv coil. Lead to be capped.

Event description:
New information received notes the lead was capped.